Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date the pt presented with bilateral leg swelling. The investigator noted this event as moderate in intensity. The physician did not prescribe specific treatment for the condition. The condition was reported continuing without treatment, and the pt was last seen in 2 months later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "idiosyncratic effect" as a possible cause for the event.